Manufacturer narrative:
Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was also reported that the right atrial (ra) lead exhibited high output. The ra lead remains in use. No patient complications have been reported as a result of this event.